Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the calcified and moderately tortuous popliteal artery. The 2mm x 20mm x 142cm sterling balloon catheter was advanced to the target location. On the first inflation the balloon reached 5atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's current status is good.